Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, patient experience insulin flow block at quick release between tubing connector and reservoir. No further information available.